Event description:
During two CT angio chest studies, the IV tubing split when the contrast was being injected. During a cat scan of the abdomen/ pelvis, the IV tubing became soft and looked like it would split so it was replaced.